Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2015 with the following findings:on investigation, the alleged tactile issue was not duplicated. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. Related to the complaint, removal of keypad cover found contamination under all the keypad buttons contacts. Unrelated to the button issues, the display was found to have a reddish contrast.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the 'uup' arrow button was not responding properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).